Event description:
Caller states the her son used the device and tested approx. 80mg/dl, while having low blood glucose symptoms. She notes that she took him to the hospital where he tested at approx. 50mg/dl on the hospital device 15 minutes later. He received an IV to elevate his blood glucose. No strip information was provided. No quality controls were used. Device is not available for return.